Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient lost stimulation after a recent fall. X-rays indicated that the l5 lead had migrated. As a result patient underwent surgical intervention wherein the l5 lead was explanted and replaced. Reportedly therapy was restored.